Manufacturer narrative:
The device was used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no lot number was provided and the device was not returned.

Event description:
A report was received regarding a humeral nail revision performed due to the nail being proud. The surgeon revised the spiral blade for the end cap and the locking screw. He inserted the nail, deep, and implanted 3 screws and the end cap. This is report #1 of 3 for the same event.